Manufacturer narrative:
Other, other text: additional d5. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. . A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: corrected d1 d2 g1 h6.

Event description:
It was reported that during a routine trach change, the cuff was not inflating despite the nurse doing pre-test checks. The trach was changed out to resolve the issue. The patient now has the old trach in situ and is waiting for a new trach to come in to do routine change. This is the fourth time this issue has happened. No adverse patient effects were reported.